Manufacturer narrative:
The available info is not enough to rule out that the fetal monitor was a factor in the death. The available info does not suggest or indicate that the monitor failed to perform as intended. Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a fetus was stillborn due to an abruption, and they stated that the fetal monitor would not have emitted any alarms.